Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1668, awareness date 20-oct-2015). It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in 2012 for permanent birth control. The reporter mentioned his wife put essure and after the day of the insertion things were never right. From the very beginning he noticed she was not quite the same, yet she went for the follow up making sure it was set like her physician told her. From day 1 there was pelvic pain, constant itching head to toe, chronic bleeding even after having an ablation and continued still, also started having chronic migraines like never before. She had a few threw ought her life to but not like post essure. Then honorable cyst and could not take the hormones due to them causing migraines. She ended up having surgery to remove cyst that she had never had issues with before essure, and this was the first of many. She ended up continuing having issues until then they had to do a hysterectomy and she was not even 30. After the hysterectomy she felt the best she had in about 2 years post essure procedure implanted. The constant itching, pelvic pain, and migraines seemed to stop; they thought that things were back to normal when the week of (B)(6) 2014 when she was changing sheets she felt something rip inside, she called the emergency and get to the hospital. At the obgyn they told her to go directly to the hospital that the upper most cuff of her vagina had ripped and her bowels were protruding, and another surgery was done to repair it. The reporters wife kept having pain and her physician could not seem to figure it out, it so happened that they went back in they found a staple from the last surgery was poking an ovary, and it was removed. He reported essure being safe should never have caused so much pain and agony or loss and enjoyment of life. If it were safe it should not require a healthy late (B)(6) patient to have to undergo 5 surgery's, miss work due to debilitating migraines, missed anniversary dinners and times with her children, lost countless hours of work until they let her go from being out on short term where she was actually moving up in her position. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain and chronic bleeding after essure (fallopian tube occlusion insert) insertion. She was submitted to an ablation and later, to a hysterectomy. After this procedure, the upper most cuff of her vagina had ripped and her bowel were protruding (she felt something rip inside). Another surgery was required to repair it. Her pain persisted and a staple from the surgery was found poking an ovary; this staple was removed. Only pelvic pain and bleeding (regarded as genital bleeding) are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer's bleeding and pelvic pain started in close association with essure procedure (according to the reporter from day 1) and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. The remaining events were considered as related to the suspect insert, since they occurred as a complication of the surgical procedure for essure removal. Additionally, the serious event cyst (unspecified, thus causality with essure cannot be assessed) and non-serious events were reported. This case was regarded as incident, as device removal was required. The product technical complaint analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued (case was identified during health authority website monitoring).